Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the lesion was a bifurcation. The mini-vision was attempted to be crossed through a previously placed stent to open up a side branch. Another company's balloon catheter was also being used for the main branch. After the device failed to cross and become stuck on the previously placed stent, the sds was removed together with the other balloon and the guide wire. Upon removal it was noted that the stent had dislodged and remained on the guide wire. It was also noted that the stent was mangled, most likely from its resistance with the previously placed stent. No intervention was performed as the dislodged stent remained on the guide wire and was removed with the guide wire and balloon catheter. The physician noted that too much equipment was attempted to being used in a 6f guiding catheter. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results code- product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the inflation lumen and in the balloon. The stent implant was separated from the balloon and returned. The stent implant was mangled and stretched. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no other damage noted to the sds. The guide wire used in the procedure was not returned. The tip seal length was measured and met manufacturing criteria. A new guide wire was backloaded through the returned catheter and there was no resistance noted. A new indeflator filled with water was used to pressurize the balloon to rated burst pressure and the balloon held pressure. The balloon was left pressurized for three days to dissolve the contrast. The balloon inflated after three days and revealed a pinhole in the proximal end of the balloon. The pinhole was at the distal edge of the proximal marker band and on a crimp mark. There was a scratch on the balloon proximal to the pinhole. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.